Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016, procedure date, as no event date was reported. The complainant was unable to provide the lot number of the suspect device. The provided upn is a representation of the device used during the procedure. Therefore, the manufacture and expiration dates are unknown. Initial reporter name and address: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a vaginal hysterectomy, anterior repair wall mesh (uphold lite) and cystoscopy procedures performed on (B)(6) 2016 to treat a patient with anterior vaginal prolapse. As reported by the patient's attorney, the patient experienced an unknown injury.